Event description:
The fse reported that the users could not see the live fluoroscopic images. This can result in the system being unusable due to the inability to display the live fluoroscopic image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.